Event description:
It was reported that pump displayed malfunction code while customer experienced high blood glucose, with meter reading shown only as ¿high¿ and no specific value available. Customer gave correction insulin injection using multiple daily injections, did not need help from emergency services or other third parties, and there was no additional information reported about long-term impact to customer¿s blood glucose level. Technical support confirmed malfunction code was resettable, guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction appeared again, which customer understood and accepted.